Event description:
After inserting the lens into the patient's eye, the doctor realized the trailing haptic was struck in the cartridge. He cut the lens in half to remove and replace the lens. Patient developed significant edema after surgery. Additional information indicates the corneal edema has resolved with no adverse effects to the patient.